Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek; however, it is not known if it will be received within the 30 day reporting requirement, therefore, depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report.

Manufacturer narrative:
This complaint device was received and forwarded to the supplier for investigation. Visual observation of the electrode reveals that the active tip is confirmed missing from the distal assembly. The fallen active tip was returned with the device. A closer examination was conducted. Considerable erosion was noted on the active tip of the device, indicating heavy or over use. Examination of the returned electrode and the active tip suggests that failure occurred at the juncture between the suction tube and the active tip. The shaft of the device also shows signs of mis-alignment, slightly bent, and the cable of the device was also cut. Closer examination of the distal end of the device shows signs of damage to the heat shrink material. It is unknown as to how this damage was incurred, but is likely to be a result of overuse or misuse. No electrical or functional tests were conducted due to the condition of the electrode. These devices were designed for a total activation time of 20 minutes, and no information was provided on how long the device was active. A supplier CAPA has been initiated to investigate this failure. A batch record review has been conducted and our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. A review into the complaints system revealed one similar complaint for this lot of devices that were released to distribution. Mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
The distal metal tip of the electrode detached from the device. It fell in the joint of the patient. The tip was quickly retrieved from the patient. There was no patient consequence. There are two pictures available. The following additional information was received from our affiliate on 6-13-14; all pieces of the device were removed from the patient, and the procedure was extended 5 minutes.

Event description:
The distal metal tip of the electrode detached from the device. It fell in the joint of the patient. The tip was quickly retrieved from the patient. There was no patient consequence. There are two pictures available. The following additional information was received from our affiliate on (B)(4) 2014; all pieces of the device were removed from the patient, and the procedure was extended 5 minutes.